Event description:
This is a spontaneous report by a consumer in the USA of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, there was a break in aseptic technique further described as patient made mistake/touch contamination and there was no cap on catheter. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for the event was not reported. The cause of peritonitis was break in aseptic technique. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse declined to provide any information regarding this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.